Event description:
Consumer complaint of blood result reading of "lo". Customer feels well and requires no medical attention. Customer's expected results are 100-200mg/dl. Verified the strips expire 07/20/2017, were first opened (B)(6) 2015 and that the strips are stored correctly. Customer performed blood test, lo. Reviewed meter memory: lo, (B)(6) 2015, 09:26:00 am, fasting: yes; lo, (B)(6) 2015, 10:56:00 pm, fasting: yes; 252mg/dl, (B)(6) 2015, 01:27:00 pm, fasting: yes; 69mg/dl, (B)(6) 2015, 08:16:00 am, fasting: yes, 86mg/dl, (B)(6) 2015, 10:25:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.